Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited incorrect measurement. The pacemaker was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device was returned for analysis at normal range of operation. Electrical analysis, mechanical testing and longevity assessment was normal with no anomalies found.